Manufacturer narrative:
The unit was received for sample evaluation. A visual inspection was performed and identified the tubing part are separated from the filter, and the tubing has the applicable solvent mark in the area per the specification requirements. The reported condition was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the second port detached from the filter/chamber of a y-type blood/solution set. There was no patient involvement. No additional information is available.